Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels. The customer's bg was 30 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were reviewed from 3/24/2020 to 4/7/2020. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of 44 to 51 mg/dl were recorded at 6:12:35 pm to 6:22:34 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 6:07:35 pm on (B)(6) 2020. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 1:45:17 pm date: on (B)(6) 2020 iob: 0.00. Time: 4:58:35 pm date: on (B)(6) 2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Blood glucose (bg) of 24 mg/dl was entered into the pump by the user on (B)(6) 2020 at 10:52:50 pm. Blood glucose (bg) of 242 mg/dl was entered into the pump by the user on (B)(6) 2020 at 11:23:19 pm. Continuous glucose monitor (cgm) value of 240 mg/dl was recorded at 10:52:35 pm on (B)(6) 2020. This indicates that the bg of 24 mg/dl was likely indicated in error. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
B3: date of event.